Event description:
It was reported the ventricular channel appeared to have noise during ventricular repolarization. Review of stored egms, showed the possibility of a lead fracture. The amplitude of the noisy signal was too strong to program around. Patient requested tachy therapy to be turned off. No further information at this time.

Manufacturer narrative:
No medwatch form was received.